Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaw did not to open at the fifth firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received 05/27/2010: (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Jaws closed the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one pear shape clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 11th firing sequence thus, it over traveled. During the analysis and after the jaws were manually open, the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported in (B)(4) and (B)(4) the brake cams were cracked on two stretchers.